Event description:
During a leg case, pt almost went into renal failure; there was a lot of blood in the urine. Pt ok now (over a week since the case). Angiojet used 5-6 mins. Pt was very sick. Physician knows the pt's condition plays a part in the temp renal failure.